Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was not displaying an image. The issue occurred during a therapeutic cholecystectomy surgery. There was a 15-minute procedural delay and the procedure was completed with a similar device. There were no reports of patient harm.